Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Upon troubleshooting, air bubbles were observed within the infusion set tubing. Customer declined to continue to troubleshoot the issue. Customer's blood glucose level ranged between 144-145 mg/dl.